Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported the blood pump rotor tubing guide roller damaged the blood tubing during a patient's hemodialysis (hd) treatment. There was no harm to the patient, but the staff was not able to return the blood to the patient. There was a small amount of blood loss reported. The machine had about 8,000 hours, and this was the original rotor. The blood pump rotor was to be replaced and a return was to be scheduled for the defective blood pump rotor. Upon follow-up, the bmt stated during the patient's treatment the blood pump rotor roller plastic guides of the machine were coming loose and tore open the blood pump tubing, causing a blood leak to occur. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. Per bmt the machine was removed from service and the blood pump rotor was replaced. The rotor was original to the machine. The bmt stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the bloodline was not returned for investigation. The returned rotor has a missing sleeve (guide sheave) on one of the rear guide pins. The pin has signs of debris and wear marks. There are no other discrepancies found on the rotor. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during the test. There were no discrepancies with the other guide sleeves during the test. The complaint event of loose rotor guide pin is being addressed by CAPA# 1538514. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the loose component and physical damage were confirmed. The fluid leak event was not confirmed. The cause was traced to a component failure due toa loose sleeve, debris and wear marks on the guide pin and a missing sleeve.

Event description:
A user facility biomedical technician (bmt) reported the blood pump rotor tubing guide roller damaged the blood tubing during a patient's hemodialysis (hd) treatment. There was no harm to the patient, but the staff was not able to return the blood to the patient. There was a small amount of blood loss reported. The machine had about 8,000 hours, and this was the original rotor. The blood pump rotor was to be replaced and a return was to be scheduled for the defective blood pump rotor. Upon follow-up, the bmt stated during the patient's treatment the blood pump rotor roller plastic guides of the machine were coming loose and tore open the blood pump tubing, causing a blood leak to occur. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. Per bmt the machine was removed from service and the blood pump rotor was replaced. The rotor was original to the machine. The bmt stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported the blood pump rotor tubing guide roller damaged the blood tubing during a patient's hemodialysis (hd) treatment. There was no harm to the patient, but the staff was not able to return the blood to the patient. There was a small amount of blood loss reported. The machine had about 8,000 hours, and this was the original rotor. The blood pump rotor was to be replaced and a return was to be scheduled for the defective blood pump rotor. Upon follow-up, the bmt stated during the patient's treatment the blood pump rotor roller plastic guides of the machine were coming loose and tore open the blood pump tubing, causing a blood leak to occur. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. Per bmt the machine was removed from service and the blood pump rotor was replaced. The rotor was original to the machine. The bmt stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: b3, d10 therapy date, g3.